Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up pacing failure was noted when it comes to this right ventricular (rv) lead. It was found that this rv lead had dislodged. A new lead was implanted and this rv lead was explanted. The lead will not be returned. No additional adverse patient effects were reported.